Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The embolization coil was intact with its pusher assembly. The distal tip of the introducer sheath had dried blood inside. Conclusions: evaluation of the returned device revealed that the pc400 was functional. The distal tip of the introducer sheath had dried blood inside the lumen. The distal tip of the introducer sheath was cut off by the penumbra investigator. Then, the pc400 was advanced through a demonstration px slim and out the distal tip without an issue and, therefore, the root cause of the reported resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra coil 400's (pc400's). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) into the target vessel, then deployed and detached two pc400's and three non-penumbra coils. While attempting to advance a new pc400 through the px slim, the physician encountered resistance and was unable to advance the coil out of the tip of the px slim. Therefore, the physician retracted the pc400, flushed the px slim and then made another attempt to advance the coil. However, resistance was met again and the pc400 was removed. Thereafter, the procedure was completed using the same px slim and a new pc400. There was no report of an adverse effect to the patient.